Manufacturer narrative:
The customer¿s report of an epinephrine programming error was not confirmed. No device was returned for investigation. Event logs reviewed. The report of an epinephrine programming error was not confirmed in the pcu event log. The pcu event log shows pump module was initially programmed to infuse epinephrine 1mg/250ml (drugid 445) via remote IV request with a rate of 15ml/hr and a vtbi of 250ml at 5:21 pm on (B)(6) 2020. At 6:05 pm the pump module was programmed via remote IV request to infuse epinephrine 2mg/250ml (drugid 446) with a rate of 112.5ml/hr and a vtbi of 250ml. The pcu error log does not record entries input into the maw system. The device was not returned for investigation. The volume recorded as being infused during this period was 293.52ml. The root cause of the reported epinephrine programming error was not identified. There is no evidence in the log that the user changed the concentration on her own. .

Event description:
It was reported from the ICU that when the pharmacy sent bag of epinephrine 2mg/250 ml "the nurse scanned it, changed the 2mg/250 to 1 mg/250 > programmed the bag. She got warning that the concentrations didn¿t match, hit the ¿ok¿ button, changed the dose to ¿1mg¿ in the maw window." It is reported that the nurse may have created a medication error. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received.

Event description:
It was reported that when the pharmacy sent bag of epinephrine 2mg/250 ml "the nurse scanned it, changed the 2mg/250 to 1 mg/250 > programmed the bag. She got warning that the concentrations didn¿t match, hit the ¿ok¿ button, changed the dose to ¿1mg¿ in the maw window." It is reported that the nurse may have created a medication error. There were no adverse effects caused to the patient as a result of this event.